Event description:
Laparoscopic resection of esophageal stricture - "surgeon inserted trocar through ribs into thoracic cavity. Upon insertion of second trocar, surgeon noted that trocar (first) was broken off at the tip. Trocar was removed and fragment was retrieved." Patient status: "stable".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.